Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump continued to deliver insulin while the customer changed the cartridge. Customer suspected this as a change in the amount of insulin on board (iob) was observed; however, this could not be confirmed. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.